Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01247 & 0001822565-2017-01212).

Event description:
Patient was revised 22 years post-implantation due to wear of the polyethylene liner and acetabular osteolysis. During the procedure, the acetabular components were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product is no longer reportable.